Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced high blood glucose. Customer stated he had some infusion set issues; he found a bent cannula. Blood glucose value was 459 mg/dl; he experienced thirst and nausea. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer also reported he experienced low blood glucose of 56 mg/dl the day of the call. Most recent blood glucose value 94 mg/dl. Nothing further reported.